Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the quantum 2 controller had no output and the wand cannot be used. It was not reported if there were any delays, however the procedure was completed with a competitor device.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture identifies the unit but provides no complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.